Manufacturer narrative:
Has been updated with the additional information received on april 7, 2019. Problem code 2976 captures the reportable event of stent kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 1, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stenosis in the airway due to external tumor compression during a tracheal stent implantation procedure performed on (B)(6) 2019. According to the complainant, the stent was removed from the patient fully covered by the deployment suture. The stent was deployed outside the patient and the physician found that the stent's shape was abnormal; the stent could not fully unfold and was kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Addtional information received on april 7, 2019 according to the complainant, the stent was not kinked. The physician found the stent's shape was abnormal when he tried to deploy the stent in the lesion.

Event description:
It was reported to boston scientific corporation on march 1, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stenosis in the airway due to external tumor compression during a tracheal stent implantation procedure performed on (B)(6) 2019. According to the complainant, the stent was removed from the patient fully covered by the deployment suture. The stent was deployed outside the patient and the physician found that the stent's shape was abnormal; the stent could not fully unfold and was kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. According to the complainant, the stent was not kinked. The physician found the stent's shape was abnormal when he tried to deploy the stent in the lesion.

Manufacturer narrative:
Block h6: problem code 2976 captures the reportable event of stent kinked. Block h10: (investigation result) a deployed ultraflex tracheobronchial covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was expanded. The green retention suture were inspected in both sides and no anomalies were noted. The stent was measured to be within specifications. No issues were noted to the stent and delivery system. Based on the analysis, no visible damage was noted on the stent; therefore, the complaint incident cannot be confirmed. The most probable cause assigned is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of the release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stenosis in the airway due to external tumor compression during a tracheal stent implantation procedure performed on (B)(6) 2019. According to the complainant, the stent was removed from the patient fully covered by the deployment suture. The stent was deployed outside the patient and the physician found that the stent's shape was abnormal; the stent could not fully unfold and was kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.